Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 505 mg/dl. Customer stated that her insulin pump malfunctioned because she was giving bolus, but was not getting any insulin because the blood glucose was not going down. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window.